Manufacturer narrative:
(B)(4). The patient was diagnosed with recurrent peritonitis on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was reported the patient was hospitalized again for the recurrent event. On an unreported date, the patient was treated with unknown antibiotics for the recurrent peritonitis. On an unreported date, the same month as receipt of this report, dianeal and extraneal therapies were discontinued and the patient switched to hemodialysis (hd). At the time of this report the patient remained on hd and the recovery status of the peritonitis event was not reported. No additional information is available.